Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the device was not returned to edwards for evaluation as it remained implanted and medical records were not able to be obtained. Therefore, the clinical observation of regurgitation is unable to be confirmed at this time. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 31mm pericardial mitral valve, implanted in the tricuspid position, was disabled using a valve in valve procedure after an implant duration of 7 (seven) months due to insufficiency. A 29mm transcatheter valve was implanted within the pericardial mitral valve via the transjugular approach.